Manufacturer narrative:
Device and patient details unavailable at the time of this report, this report is submitted on september 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced swelling at implant site however the issue could not be resolved; subsequently the device was explanted (date not reported).

Manufacturer narrative:
The initial MDR submitted on (B)(6) 2017, was filed inadvertently. The reported adverse event involved a patient that was implanted with a product that was not manufacturer by cochlear limited. This report is submitted (B)(6) 2017.